Manufacturer narrative:
Device was not returned. A review of the mfg records indicate the device was manufactured within specification and passed all required testing. Event not likely to lead to death, t: slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t: slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.

Event description:
Received info from the customer's mother indicating her son experienced high ketones and vomiting. Mother administered insulin injection and blood glucose returned to normal.